Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the device had a broken blade. The broken blade was outside of the patient. Unknown how case was completed. There were no adverse consequences to the patient.